Event description:
The customer stated that he tested his blood glucose using his contour meter and received a reading of 200 mg/dl. The customer increased his insulin dosage based on the reading and then alleged that he went into a diabetic coma. The customer did not provide any more information about the event. His meter and test strips are to be returned for evaluation. Replacement products were sent to the customer.